Manufacturer narrative:
Covidien reference: (B)(4). The ventilator was received for evaluation, and the reported malfunction was unable to be duplicated. The unit was power cycled 50 times and each time it passed testing, and the touchscreen operated as intended. Additionally, the device was allowed to ventilate for over 24 hours and no screen issues was observed. No parts were replaced and the customer reported malfunction was not verified.

Event description:
It was reported that when attaching a ventilator to a patient, the screen froze. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.